Manufacturer narrative:
Serious injury is unlikely. No harm to patient, no significant delay.

Manufacturer narrative:
The device associated with this report remains implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Radiographic information was not available to assist the investigation. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states a periprosthetic fracture of the femoral. Doi: (B)(6) 2012 dor: no revision (left hip).